Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During the tcar procedure performed on (B)(6) 2022, a dissection was identified upon insertion of the enroute 0.014'' guidewire. The physician placed two unplanned stents to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During the tcar procedure performed on 23aug2022, a dissection was identified upon insertion of the enroute 0.014'' guidewire. The physician placed two unplanned stents to cover the dissection.